Manufacturer narrative:
Patient information: unavailable. Tests/laboratory data and dates: unavailable. Reporter information: unavailable. The device history record (DHR) was reviewed, and the system passed final inspection with no non-conformances at the time of manufacturing. From the acuson acunav ultrasound catheter directions for use: adverse reactions: adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
On (B)(6) 2019, the patient underwent atrial fibrillation treatment with a radio frequency ablation catheter. The left atrium underwent box isolation of the inferior common pulmonary veins. An acunav ultrasound catheter was also used during the procedure. On (B)(6) 2019, the patient was urgently transported to the hospital on suspicion of an esophagus disorder and consciousness disorder with a suspected cerebral blood vessel air embolism, due to a left atrial perforation. Cardiovascular surgery was performed on the patient that day. The patient is currently unresponsive in a vegetative state, and the cause of the left atrial perforation is unknown.